Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was an area of in-stent restenosis (isr) located in a moderately tortuous and severely calcified common femoral artery. A 7.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, upon inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed without any problem, and the procedure was completed with a different device. No patient complications were reported, and patient was in good condition after the procedure.